Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other versaturn wire referenced is filed under a separate medwatch report.

Event description:
It was reported that during a procedure of the moderately calcified, mildly tortuous, de novo, distal left anterior descending (lad) and the mid circumflex (lcx) arteries, two versaturn guide wires were used. After use, both wires were noted to be separated, but remained in one piece and the second one may have been stretched. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The returned device was not broken; therefore, the broken tip was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties to be related to circumstances of the procedure as it is likely the tip became entrapped in the calcified anatomy, resulting in the torsional overload of the guide wire beyond its design limit during retraction, causing the guide wire to stretch. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.